Event description:
Edwards received information that this inspiris resilia valve model 11500a23 was showing high gradients (ava of 0.9 cm2, mpg 32 mmhg, vmax 3.6 m/s) after one year of implant duration. Two (2) years and six (6) months after the procedure, the patient presented with nyha iii due to too small heart valve. Per the follow up response received there were no factors, other than the implanted valve, that could be contributing to the heart failure. At this time, there was no planned reintervention; however, the patient was put under consideration for a redo as per surgeon recommendation. On tee performed for fu year 3, valve was found with minimal regurgitation and no significant abnormalities (p mean 28 mmhg, p max 39 mmhg). This event was initially reported as a case of high gradients due to potential patient-prosthesis mismatch (ppm) due to too small heart valve. As per the medical records provided, only one echo report mentioned valve degeneration but this could not be confirmed with any images and this allegation was not confirmed in other echo reports.

Manufacturer narrative:
Corrected data: device code (h6) changed from gradient increase and degraded to gradient increase. Therefore , this correction is being submitted. H10: manufacturer narrative the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
Updated: b5, b6, b7, d4, h4, h6 (component code, device code, type of investigation, investigation findings, investigation conclusions). H10: manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this inspiris resilia valve model 11500a23 was showing signs of valve degeneration and leaflet thickening leading to high grade stenosis (aortic valve area (ava) of 0.9 cm2, mean pressure gradient (mpg) 32 mmhg, maximum velocity (vmax) 3.6 m/s) after one year of implant duration. As reported, the patient was admitted at hospital with dyspnea under physical stress (nyha iii). Per the follow up response received there were no factors, other than the implanted valve, that could be contributing to the heart failure. At this time, there was no planned re-intervention; however, the patient was put under consideration for a redo as per surgeon recommendation. On transesophageal echocardiography (tee) performed for follow up year 3, valve was found with minimal regurgitation and no significant abnormalities (p mean 28 mmhg, p max 39 mmhg).

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a valve model 11500a23 implanted in aortic position went to check up to cardiologist due to dyspnea (nyha class iii) after two (2) years and six (6) months of implant duration. As reported, transesophageal echocardiography (tee) was performed and showed no signs of dysfunction of the valve and no signs of restenosis (mean gradient of 28mmhg, ef 50%, eoa 0.8cm2), but suggested mismatch of the prosthesis. Valve parameters at discharge were mean gradient of 10 mmhg and ejection fraction 60%. Per the response received there were no factors, other than the implanted valve, that could be contributing to the heart failure. At this time, there was no planned re-intervention; however, the patient was put under consideration for a redo as per surgeon recommendation.